Event description:
The customer contacted abbott regarding the downward shift in the daily positive control for the axsym rubella igg assay. The customer recalibrated and obtained failed calibrations, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer stated calibration could not be achieved with different calibrator lots, therefore, the customer was sent a new lot of reagent and calibrator. The customer reported a successful calibration was obtained with the new lot of reagent and calibrator and the issue was resolved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.